Event description:
Two different soundstar ultrasound catheters have sensor errors that were removed from the patient and replaced. There was no harm to the patient. Manufacturer response for ultrasound catheter, 8 fr. Soundstar eco diagnostic ultrasound catheter (per site reporter) mfg notified by site.